Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant. Unfortunately, the reason for explant has not been provided. No other details reported. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Based on the follow-up with the health care-provider, the subject device was opened but not used; the surgeon decided to use a smaller size valve. The health care-provider also noted that there was no device malfunction or quality deficiency related to the device. Per the operative report provided, the annulus was sized and a 23mm (subject) edwards pericardial valve was chosen and washed on the back table. However, subsequently, the annulus was resized and a 21mm edwards valve was thought to be more appropriate. The valve was washed on the back table and was implanted. Of note, another 25mm edwards valve was also implanted in the mitral position. Intraoperative transesophageal echocardiogram revealed normal functioning mitral and aortic prosthetic valves with no evidence of perivalvular leak and no evidence atrioseptal defect. The patient tolerated the procedure well without complications and was transferred to the ICU in a stable condition. There is no additional information provided by the hospital or surgeon to suggest that a malfunction, death or serious injury has occurred. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned, therefore, the sample device cannot be assessed for any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.